Event description:
Information received with return of the explanted device notes that the patient became presyncopal and was taken to the emergency room. The patient was in escape rhythm with no pacing, no telemetry and no magnet response.